Manufacturer narrative:
Additional information received: the product was returned for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). Review of lot 17228298 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, after inflation of the 110 cm. 5 fr. Powerflexpro 5 x 10 balloon catheter (bc), the balloon failed to fully deflate/can't fully recovery. The physician then also experienced difficulty withdrawing the product into the unknown catheter/failed to recovery in catheter. The entire system was then withdrawn from the sheath. The patient was diagnosed with lower limbs extremity atherosclerotic occlusive disease. There was no reported patient injury. The product is being returned for inspection. Additional information received indicated that the reported product issues were deflation difficulty and withdrawal difficulty from the vessel. The event occurred after the first inflation of the product which was at fifteen atmospheres for one minute (15 atm./1 min.). The sheath used was a non-cordis long sheath. There was no reported product issue with the guiding catheter or sheath used. A bigger sheath was used to withdraw the entire system. There was no reported loss of vascular access due to the reported withdrawal difficulty. The physician stopped the procedure halfway through, and then punctured again to complete the procedure successfully using another bc. The target lesion was the superficial femoral artery (sfa). No target lesion characteristic information was provided. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used and contrast to saline ration were unknown. The inflation device used was unknown. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve or guiding catheter. There was no reported difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.

Manufacturer narrative:
Please note that the first sentence of the event description was corrected to reflect the correct product information: as reported, after inflation of the 110 cm. 5 fr. Powerflex p3 5 x 10 balloon catheter (bc), the balloon failed to fully deflate/can¿t fully recovery. After inflation of the 110 cm. 5 fr. Powerflex p3 5 x 10 balloon catheter (bc), the balloon failed to fully deflate/can¿t fully recover. The physician then also experienced difficulty withdrawing the product into the unknown catheter/failed to recover in catheter. The entire system was then withdrawn from the sheath. The patient was diagnosed with lower limbs extremity atherosclerotic occlusive disease. There was no reported patient injury. Additional information received indicated that the reported product issues were deflation difficulty and withdrawal difficulty from the vessel. The event occurred after the first inflation of the product which was at fifteen atmospheres for one minute (15 atm./1 min.). The sheath used was a non-cordis long sheath. There was no reported product issue with the guiding catheter or sheath used. A bigger sheath was used to withdraw the entire system. There was no reported loss of vascular access due to the reported withdrawal difficulty. The physician stopped the procedure halfway through, and then punctured again to complete the procedure successfully using another bc. The target lesion was the superficial femoral artery (sfa). No target lesion characteristic information was provided. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used and contrast to saline ration were unknown. The inflation device used was unknown. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve or guiding catheter. There was no reported difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. The product was returned for analysis. A non-sterile unit powerflex p3 f5 5x10 110cm bc was returned. Per visual analysis a compressed condition was noted on the catheter at 62 cm from the distal tip. The balloon did not appear to have been inflated and deflated. No another damages were noted. Per dimensional analysis the od proximal seal was found within specification. Per functional analysis the unit was flushed and a guide wire (0.035¿ lab sample) was inserted into the guide wire lumen of the balloon catheter and passed through it without difficulty. The balloon was inflated to 15 atm rbp (rated burst pressure) and deflated = 40 sec. Successfully. Per dimensional analysis cross-sectional analysis of proximal balloon seal/transition seal/hub was not performed as functional analysis was successfully completed. A device history record (DHR) review of lot 17228298 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty-partial or slow¿, ¿pta system/ withdrawal difficulty-from vessel¿ and ¿pta system/ withdrawal difficulty-through guide/sheath¿ were not confirmed by analysis of the returned device as functional analysis and dimensional analyses were performed successfully. The exact cause of the reported event could not be determined. The limited information provided does not provide a procedural or anatomical reason for this event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.